Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.

Manufacturer narrative:
Patient identifier - requested but not provided, age and date of birth - requested but not provided, sex - requested but not provided, weight - requested but not provided, ethnicity - requested but not provided, race - requested but not provided, date of event: requested but not provided, lot number - requested but not provided, expiration date - requested but not provided, UDI - requested but not provided, implanted date: device was not implanted, explanted date: device was not explanted, device manufacture date - requested but not provided. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was inserted into the insertion sheath, the cap never clicked, it was fully seated against the cap of the insertion sheath. However, when the doctor went to set the anchor, the entire device came out. It was reported that the patient was fine and the procedure outcome was ok. Additional information was received on 3/12/2018: it was reported that manual compression was applied.